Event description:
Baxter (B)(4) received a report of an infusor that had backflow during filling. The device was being filled with saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 70 ml of fluid in the reservoir. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill port. Visual examination of the disassembled unit showed no evidence of particulate matter under the check-band. The root cause was determined to be an approximately 0.008-inch protrusion on the stress member under the check-band. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this issue was investigated through CAPA and closed on (B)(4) 2011. CAPA actions included maintenance and repair on manufacturing equipment and changes to specifications and procedures to ensure the inspection of the checkband for any stress member protrusion. The device associated with this report was manufactured prior to the implementation of CAPA actions.